Event description:
It was reported that during a da vinci si ureterectomy procedure, the wire snapped at the tip of the large needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not confirm a wire snapped complaint; however, the instrument was returned with a frayed pitch cable sticking out at the distal clevis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.